Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10234 for information regarding the second device associated with this event.

Event description:
As reported by medwatch 0505030000-2018-8001, a bactiseal ventricular catheter was replaced because of no flow. When connecting the 2nd catheter, it was noticed that there was no flow coming from the unknown valve, and it was replaced.

Manufacturer narrative:
Updated UDI: (B)(4). Corrected field: device available for evaluation. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.